Manufacturer narrative:
According to the practitioner the implant didn't take and failed to integrate. The implant has been placed in 33 position on (B)(6) 2016. One month later after the implantation, the practitioner has found that the implant failed to integrate. The practitioner reported that the patient lost her natural tooth in 2013. Further a bone graft has been done in (B)(6) 2015. Nb : complaint file (B)(4) reviewed and reported further to our FDA inspection that took place from may 30 to june 2, 2016.

Event description:
Implant fails to osseointegrate.